Event description:
Reporter stated that at approximately 13:00 customer tested with his mobile system and received a result of hi (result > 33.3 mmol/l). A few minutes after this result, the customer injected approximately 10 units of fast-acting insulin. Customer does not remember the actual amount he took, but if he thought he was high, he would normally took 10 units. Partner and son found customer unconscious on the couch at 16:00 and the mobile device was laying on the floor. The timeframe between the result of hi and becoming unconscious is not known. An ambulance was called and arrived "shortly after". The customer's blood glucose on the ambulance device was 1.7 mmol/l. The customer was treated with oral glucose gel and glucose injections. It took 40 minutes to get the customer out of his "diabetic coma." The customer was not transported to the hospital. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.